Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unidentified foreign material adhering/clogging the auxiliary water channel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that there was foreign material in the jet channel, it was unknown what the material was. Additional evaluation findings were as follows: the plastic distal end cover insulation did not meet the threshold, the connecting tube insulation was too low, the light guide rod lens (x3) was cracked, has discoloration inside, the charge-coupled device lens, the up/down knob both were scratched, the plastic distal end cover, the bending section cover both was chipped, the protector was shaved, the scope cover was cracked, the right/left knob the painting was peeling off, the key top 1 has a pin hole, the universal cord buckles, and the plug unit has damaged housing and the distal end jet channel was clogged. It is most likely that the defect was caused by a wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera lll colonovideoscope distal end (jet channel) was clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the water channel was clogged by a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.